Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported the mass was off-center and therefore not used. No photos were provided.

Manufacturer narrative:
MDR (B)(4) / device 3 of 5 - follow-up report 01 h4: correction - device manufacture date not submitted on initial MDR 9618003-2018-00450. Device manufacture date: 01-dec-2017 d4: correction - expiration date not submitted on initial MDR(B)(4). Expiration date: 30-nov-2022 to date, no additional event information has been received. Should additional information become available, another follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient event or event details have been received.